Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: the last basal delivery and the last bolus were on (B)(6) 2014. An unexplained loss of prime event occurred on (B)(6) 2014 00:44; deliveries resumed when pump was primed at (B)(6) 2014 18:12. On (B)(6) 2014 16:28 pump was manually suspended and at 16:52 manually resumed. There were no alarms related to complaint in alarm history. Total daily dose adds up correctly and reflects the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate reported complaint. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had a blood glucose (bg) of 35-40mmol/l with nausea, vomiting, and abdominal pain. The patient was taken to the hospital and treated with insulin via pump and IV fluids. Customer support (cs) stated that the patient was uncooperative with troubleshooting due to ICU status. This report is being made due to bg excursion the patient experienced due to an alleged history settings (inaccurate delivery) issue.